Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold of 4.5 v. The threshold at implant had been 0.4 v. Review of the lead trend data revealed the rv pace impedance had previously increased to 2,067 ohms before stabilizing to 850-1,000 ohms range over the past few months. The rv lead was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold of 4.5 v. The threshold at implant had been 0.4 v. Review of the lead trend data revealed the rv pace impedance had previously increased to 2,067 ohms before stabilizing to 850-1,000 ohms range over the past few months. The rv lead was explanted and replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.